Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to load the cartridge with insulin, the syringe/needle were damaged; cause was not reported. There was no reported impact to customer's blood glucose. No additional information was provided.